Event description:
The following info taken from emergency room report, exact occurrence not known because no health care professional present. Pt's wife states, at 9:30 am the pt disconnected cadd pump from groshong and attempted to flush catheter. Almost immediately, according to wife, pt developed sob, it became progressively worse. He developed left arm numbness and became flaccid in the left arm. Wife took pt to emergency room. Pt presented in ER with sob and flaccid left arm. He then collapsed in ER and was treated as follows: peripheral IV established with ns. He is given anectine 40 mg IV and intubated. Pt is placed on ventilation. Pt improved on ventilation. He is awakened responding to questions. Upon inspection of catheter, it was noted that catheter did not have adequate closure and in fact it was taped up with some tape. It was immediately clamped to prevent air entering. Subsequently using saline in a syringe, the groshong catheter was aspirated, bubbles came through and finally blood was returned. Catheter was then irrigated with normal saline. Pt was then admitted to ICU.